Manufacturer narrative:
(B)(4). Concomitant medical products: regenerex cup 52 mm pt-104052 lot 005520, neutral vitamin e liner ep-108223 lot 228020, 9 taper lock stem 51-100090 lot 2299330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01079.

Event description:
It was reported the patient underwent a right hip revision approximately 7 years post implantation due to alleged dislocation. Patient stated he was walking when the implant came apart. He stated the doctor told him the head was in the socket and the shaft came out. Patient's medical records indicate that the patient experienced atraumatic dislocation of the right hip with dissociation of the femoral head and stem. Patient experienced a clicking sensation and sound, but was pain free. Radiographs were taken and confirmed dislocation and dissociation of the femoral head and neck prosthesis with superior migration of the neck. It was further noted that the patient stated the hip has been popping in and out for a year and has been popping it back in. During the revision procedure, the surgeon noted significant oxidation and fluid in the joint as well as thickening of the capsular scarring. The cup was well fixed and the poly was within normal limits. The femoral stem had a few scratches but no significant damage and the femoral head was well fixed. The femoral head was replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial findings: hx of djd to right hip. Had been having right hip and groin pain since (B)(6)2012 laying tiles in bathroom and developed progressive pain with later ambulatory difficulties which failed conservative treatment. Right leg shorter than left. Patient had initial r. Tha on (B)(6)2013 without complication. Revision findings: right hip dislocation with loosening of femoral head component. Open reduction performed. Atraumatic dislocation of right hip prior night with dissociation of the femoral head and stem. Had a clicking feeling and sound in the right hip but was pain free. Denies any trauma. Later presented to ed with acute right hip pain with confirmed dislocation on x-ray and dissociation of the femoral head and neck prosthesis components with superior migration of the neck. Pt stated pain s/p twisting at work but has been progressive, constant, unable to bear weight. States hip has been popping in/out for a year and has been popping it back in except for this date. Significant oxidation and fluid in the joint as well as thickening of the capsular scarring. Capsulotomy performed and any infected tissue was removed. Results later show there was no growth of cultures. Shows deep wound culture of right hip negative for growth at 3 days. Cup was well fixed and poly was within normal limits. Femoral stem had a few scratches but no significant damage and the femoral head was well fixed. Femoral head replaced with a 36 +9 taperloc type 1 taper. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.